Event description:
During routine testing, the user found that the defibrillator would not charge. There was no pt harm involved. The problem was caused by an open transistor (q9) on assembly. No cause for the failure of the transistor could be determined. The event is not occurring more frequently or with greater severity than is usual for the device.